Manufacturer narrative:
H3: a software analysis was initiated. However, the software evaluation found that a probable cause was unable to be determined. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 9735736, (sfw kit stealth s8 ent EU-sw) serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used during a functional endoscopic sinus surgery (fess) procedure. It was reported that the system became unresponsive after a case. They were in the register task and the screen was stuck and would not respond to the mouse nor touch. They were able to hard reboot and continue with the case without issues. In troubleshooting, the issue seemed to always appeared when they were in the register task. At that point the system had been on 45-60 minutes. After the issue occurred , they are able to complete the case and generally leave the system on until the next case for a couple of hours.  Additional, the representative confirmed she was unable to recreate the issue. She had left the system plugged in for ~40 minutes and started to trace. When she traced, she was prompted with a "low performance" error ,message. The second time she tested the system she left the system on overnight and traced, she was no longer prompted with the "low performance" error message and was able to proceed in the software normally. The was no impact to the patient outcome.